Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cap of a small volume folfusor had broken off. This issue was discovered prior to filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. Additional information/correction: d4: unique identifier (UDI) #. H4: the lot was manufactured from july 15, 2020 ¿ july 16, 2020. H10: the device was received for evaluation. Visual inspection was performed which observed the housing was malformed which would cause the coil cap to detach from the housing. The housing would appear dented/broken when the housing is malformed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to exposure to elevated temperatures. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.